Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a damaged left drawer rail, which had come out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the left rail of drawer 3.1 was damaged. A field service engineer (fse) swapped out the half-height drawers 3.1 and 3.2 with a new unit and later realigned the ball bearings and installed new slide bumpers on the matrix drawer. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a damaged left drawer rail, which had come out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report that the rail came off was confirmed by fse. According to work order (B)(4), the field service engineer (fse) reported he swapped out hh drawer for a new unit. Transferred all cubie pockets over to new drawer and initiated final test via hardware test application: passed. Laboratory inspection confirmed that the received did not present any visible external damage. Laboratory testing found that the retainer cages had migrated from their designated positions on drawer one, resulting in missing and exposed ball bearings. Additionally, the absence of both rail slide bumpers. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cages had migrated from their intended positions, resulting in missing and exposed ball bearings. Additionally, the drawer was also missing both slide bumpers. The displacement of the retainer cages, along with the presence of exposed and missing components, disrupted the linear motion of the slide mechanism and significantly compromised the drawer's functionality, impairing its ability to open and close as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 3.1 left rail was damaged and had come out. Requested for a new rail, which located on m3east2. As per part investigation, it was determined that the retainer cages had migrated from their designated positions on drawer one, resulting in missing and exposed ball bearings. Additionally, the absence of both rail slide bumpers. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.